Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. Review of trending data found the low battery voltage was due to premature battery depletion. The original battery was returned to the vendor for further analysis and no anomalies were found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic with device that was unable to be interrogated by multiple programmers. The device was explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.